Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly not followed up with the facility. The recipient remains implanted. Advanced bionics believes that the recipient experienced an in-situ failure. A review of the device history record revealed no anomalies.a review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed a broken wire between some electrode contact pads. System lock was verified. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the symptoms observed and were induced by the trauma reported. A CAPA was implemented. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced trauma directly over the implant site which resulted in pain with use of the cochlear device. The recipient refused to wear the device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Device revision surgery is under consideration.

Manufacturer narrative:
A CT scan revealed a small focal gap within the stimulator wire at the round window, indicative of a wire disconnection or fracture.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient continues to experience pain and discomfort with device use. Device revision surgery is under consideration.